Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented in the emergency room with a myocardial infarction. The index procedure treated the 100% stenosed 3.0x15mm target lesion located in the proximal left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified balloon and the placement of a 2.75x20mm taxus express2 study stent deployed at 10 atm's. Post dilation was performed with an unspecified balloon resulting in 0% residual stenosis. In 2009, the pt underwent a hysterectomy and was off of plavix for two weeks prior to the surgery. At 7 days post the hysterectomy surgery, the pt presented in the emergency room with chest tightness, coughing and a probable small myocardial infarction. Angiography revealed a 100% restenosis of the target lesion located in the proximal lad and non obstructive disease in the left circumflex and right coronary arteries. No treatment was performed at the request of the pt. Following the procedure, hemostasis was achieved and the pt was discharged on lasix and coumadin. Per the investigator the event was listed as "probably related" to the study stent.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.